Manufacturer narrative:
Continuation of d10: product ID: ID-1-5 (lot: b754141); implant date: n/a; explant date: n/a. Product ID: ID-1-5 (lot: b694879); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there were detachment issues with the framing coil. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right internal carotid-posterior communicating segment. The max diameter was 13mm, and the neck diameter was 4mm. The patient's blood flow was normal, and their vessel tortuosity was moderate. It was reported that the coil would not detach. Repeated withdrawal was experienced and 5 detachment attempts were made, but it could not be separated so the instant detacher (ID) was changed to another one. Separation was unsuccessful after 2 attempts with the replacement ID, so it was changed to forced (manual) separation. The separation was successful after 3 forced withdrawal operations. At this time, the prime coil was discarded and could not be collected. After that, it was changed to another company's coil and the embolization was continued. There were no problems, so the procedure was completed. The patient did not experience any health damage. The devices were prepared according to the instructions for use (IFU). There was no resistance or abnormality during delivery or placement ancillary devices include a terumo 7 fr sheath, optimo 7 fr guide catheter, sl-10 microcatheter, and synchrosoft guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the coil was successfully detached, and the coil was placed in the patient's body. The delivery wire of this coil was discarded, and after the second, it was changed to another company's coil. The coil was implanted in the intended location. There was no kink/damage observed on the pushwire. The cause of the detachment issues were not determined.